Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reby1895 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reby1895) have been reported from the same facility.

Event description:
The guidewire was stuck within the needle upon insertion and failed to insert and remove. There was no reported patient injury. This file addresses the second of two devices.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a guidewire stuck within the needle is confirmed, and the cause is determined to be use-related. The sample returned consisted of one pink-hubbed introducer needle and 1 70-cm guidewire. Visual observation found the needle to be over the guidewire near the j-tip end. The wire was bending/curling. Residue was found on the needle. Further examination found the core wire to be broken at the distal weld tip. Tactual evaluation found that the needle was immobile on the wire. Microscopic evaluation found that there was unknown somewhat fibrous material between the needle and the wire at the needle tip. There was significant residue that appeared to be biological. There appeared to be some tapering at the distal tip of the broken core wire and some damage to the inner bevel on the needle tip. This is consistent with breakage of the wire due to excessive tensile forces and/or withdrawing the wire against the needle. It is also apparent that the wire became immobile because the wire was pulled back while in the needle, drawing unknown material into the space between the wire and the needle. The complaint is therefore determined to be use-related. The IFU states not to withdraw the wire while it is inside the needle. The needle must be withdrawn before the guidewire is retracted. The IFU states: ¿do not pull back standard guidewire over needle bevel as this could sever the end of the guidewire. The introducer needle must be removed first.¿ a lot history review (lhr) of reby1895 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reby1895) have been reported from the same facility.

Event description:
The guidewire was stuck within the needle upon insertion and failed to insert and remove. There was no reported patient injury. This file addresses the second of two devices.